Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the roi-c anchoring plate was difficult to insert into the c5 vertebral body. The surgeon was only able to insert the plate halfway and decided to remove the plate and add additional plate and screw fixation to complete the case. There were no reports of patient harm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. The product was not returned, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. Medical records were not provided for review. Potential cause the cause of the damage cannot be determined at this time since there is no information available regarding how the devices were handled at the time of the damage. However, per the complaint description, patient had extremely hard and sclerotic bone, which could contributed to the event causing the difficulty of inserting the starter awl, and subsequent failure to install the anchoring plate. Complaint history a complaint history review was conducted. DHR review and related actions per the DHR review, the part was likely conforming when it left zimmer biomet control. No actions are required. This event is not related to any current actions or recalls or product holds. Device use this devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during the procedure the roi-c anchoring plate was difficult to insert into the c5 vertebral body. The surgeon was only able to insert the plate halfway and decided to remove the plate and add additional plate and screw fixation to complete the case. There were no reports of patient harm.